Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: distal fibers sunken inward, objective frame dents on distal frame and edge, outer tube dents, connector/prong/cover glass loose lg adaptor (light guide adaptor), low light transmission. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: dark image caused by low light transmission. The most probable cause of the malfunctions (distal fibers sunken inward, objective frame dents on distal frame and edge, outer tube dents, connector/prong/cover glass loose lg adaptor (light guide adaptor), low light transmission) is traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the rigid video scope had dark image. There were no reports of patient harm.